Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead was implanted on (B)(6) 2025 when the use before date had passed. No problem for the patient, they were fine. It was noted that the  nurses did not check the dates. The lead electrode was tunneled already when the surgeon was informed that the date had passed. The surgeon device to leave the lead electrode in place, and not insert another one. The risks were informed. Issue resolved.